Event description:
Additional information - left total knee arthroplasty revision for poly swap. Approximately 6 years after implant. Patient was last known to be in stable condition following the event. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return, hospital retained. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10. Concomitants- (B)(6) 02-010-03-0250 - logic cr femoral cem, left, sz 5; (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6) 200-02-35 - three peg patella 35mm. H6. Investigation results - the revision reported may have been the result of pain, instability and prosthesis wear/fracture as stated in the legal documentation and operative notes. The wear/fracture may have been the result of a combination of overall posterior slope of the tibial insert and/or patient related conditions, which allowed for excessive posterior contact, and led to wear and fracture of the polyethylene. However, this cannot be confirmed because the revised component was not available for evaluation and images of the explanted device or pre-revision radiographs were not provided. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. These devices are used for treatment not diagnosis.there is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal notification, the patient had an initial left tka o (B)(6) 2016. Due to worsening pain and instability the patient underwent revision surgery on (B)(6) 2022. During the revision surgery, the surgeon identified "large effusion and very hypertrophic synovium. When removing the synovium you could visualize plastic debris within the synovium and the synovium was fibrillated." The surgeon also noted "there was certain degradation and destruction of the posterior lip and the medial and lateral compartments with pitting and delamination and fracture." Upon information and belief, the loose components and significant synovitis were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6 . MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.